Event description:
Additional information received reported that when the patient first got the implant it worked really well, but as time passed, it did not seem to work like it used to. The device was very effective for the first 3-5 months and then stopped being effective regardless of the programming. A loss of therapeutic effect was noted. It was again noted that symptoms were ¿almost¿ back to where they were before they got the device. The patient inquired about turning stimulation off for a while then turning it back on to determine how effective it was. Additional information has been requested, a second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v802403, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation for the previous 4-5 days. The patient's device was reprogrammed on (B)(6) 2012 and it had worked well. It was stated therapy had returned back to pre-implant. Additional information has been requested, but was not available as of the date of this report.